Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery bypass, at the sleeve gastrectomy part, there was poor staple formation, the staple line was incomplete distally. The jaw of the device was distorted and broke off. There was damage to the tissue fundus. The stapler knife cut the stomach¿s serosa. They sutured to fix the staple line and complete the case. The surgery was extended by 1.5 hours.